Event description:
It was reported that the patient felt a surging or fluttering sensation from the stimulator, which started about a week prior to the report. It was further reported from the patient's health care professional that the patient just needed another program. There were no abnormal impedances. The patient was not hospitalized for the event.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).